Event description:
It was reported that the patient had an inappropriate shock due to a fast sinus tachycardia. The sensing vector at the time was set to the primary sensing vector. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.